Event description:
As reported by our (B)(4) affiliates, , while crossing the native valve with a 26mm sapien xt valve during a tf tavr procedure, hemodynamic changes were noted. The thv was immediately deployed 50:50, however, the hemodynamics remained unchanged. A large pericardial effusion was observed on echo. Cardiac massage was initiated and a pericardial tap was performed, removing 1 liter of blood. Cardiac massage was performed again following a pericardial tap. The pericardial puncture was immediately performed with success but organized thrombus developed quickly into the cavity, as well as hemodynamic instability. There was no time for conversion to open heart surgery, and the patient did not wish to be converted to surgery. The patient expired on the table. It was perceived that the ventricle was perforated by the wire which ended up malpositioned inside the ventricle following valve crossing with the thv.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, wire position was lost after crossing the native valve with the thv, and the ventricle was perforated. The perforation could not be repaired and the patient expired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.